Event description:
During a laparoscopic gastric band procedure, the device cut the tissue, but not staples were deployed. The original cut line was suture and the procedure completed with a stapler of another size and lot. There was no pt consequence.